Manufacturer narrative:
Device evaluation: product was not returned and photos were not provided. Device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational factors. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient had pain, numbness, and perceptual disorder approximately 6 months after a mobi-c device was installed. A posterior laminoplasty was subsequently performed without removing the mobi-c device approximately 11 months post-operatively.